Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide an answer for each patient-event: (B)(4) captures the initial report for "...the suture breaks spontaneously during suturing in the eye..." (B)(4) captures the ambiguous multiple event report. How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? It was reported "the graphic on the suture box has changed...the new graphic is on the right sided box". Please provide additional details about this statement. Did this event contribute to any patient adverse event? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). ¿I have spoken to all the surgeons who have been involved. It turns out that the suture that they had problems with was from one lot no. And after your recommendation to change lot no., there have been no problems¿.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, the department knows, and have used, the suture for many years and have not experienced this problem before. They like the suture so much, that they recently demanded to purchase this product code despite a lost tender. So now they have permission from the region to buy this code. But the have now experienced several times (I don¿t have exact number) that the suture breaks spontaneously during suturing in the eye. This is a very big concern for the surgeons, since they must rely on the suture, as it has to support the eye tissue (hidden inside the eye) for minimum 1,5 year postoperatively. As of right now they don't dare to use the suture, and they use another brand instead. Also, they have noticed that the graphic on the suture box has changed. The new graphic is on the right sided box. This elevates the concern about change in the suture production, that could lead to poor product quality. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show two boxes of sales units with the same product code u70030, but with different lot number #109m7u, expiration date 2030-06-30 and the second box with lot# tbbbua, expiration date 2028-0. Batches produced two years apart; the lot number was entered into the database and the results were found to be in accordance with ethicon process specifications. The suture is not visible in the image. The image is not clear to determine the failure mode or the reported condition. The finished drawing was compared with the received image and all information was correct. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 109ehc_u7003 batch number, and no non-conformances were identified. Expiration date: jun/30/2030 date of mfg.: jul/2/2025 . A manufacturing record evaluation was performed for the finished device 109m7u_u7003 batch number, and no non-conformances were identified. Expiration date: jun/30/2030 date of mfg.: jul/14/2025. A manufacturing record evaluation was performed for the finished device tbbbua_u7003 batch number, and no non-conformances were identified. Expiration date: jan/31/2028 date of mfg.: feb/7/2023.